Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 01/21/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the records upon revision the patient's locking ring was found to broken, there was metallosis in the hip joint, there was corrosion found on the trunnion of the femoral stem, the patient's liner had disassociated from the cup, and there was erosion found that was suggestive of edge loading and chronic impingement of the liner with a fracture of the liner. At this time a cup is being reported for the disassociation. The complaint was updated on: 01/21/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Complaint to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: competitor femoral head. Event: this was used in conjunction with depuy product in this patient.